Event description:
Previously investigated. Known potential shock and potential burn due to transient over-voltage within the circuitry causing components to fail and potentially shock or skin burn to the patient beneath the electrodes.

Manufacturer narrative:
Unit repaired at client location with new printed circuit board with the preventive software.